Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe with attached needle 21ga foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: nursing assistant reports to the clinical office of the pain radiology service, specialist in pain when filling dexamethasone in a 10 ml syringe, the syringe contains microparticles.